Event description:
Same case as MDR ID: 2134265-2015-01408. It was reported that a burr became stuck on the wire. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and the system stalled. The devices were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device presents a body kinked approximately 17.6cm from the proximal end. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01408. It was reported that a burr became stuck on the wire. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and the system stalled. The devices were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).